Manufacturer narrative:
Concomitant medical products: evolutpro-23-us transcatheter valve implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) migrated towards the patient's armpit. The right atrial (ra) lead and right ventricular (rv) lead dislodged. The ipg and leads were revised and remain in use. No patient complications have been reported as a result of this event.